Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Cloudy is observed. Yellow and black particles were observed on the shell.

Event description:
Healthcare professional reported a right side exchange and "explantation is preventive due the devices are textured". Healthcare professional later reported capsular contracture grade IV and ¿mild chronic unspecific inflammation¿. Device has been explanted and replaced with a non-allergan brand.